Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: "tap close. Change the cartridge, tubing, and infusion site to ensure proper delivery of insulin. Resume insulin after changing the cartridge, tubing, and infusion site." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no impact to customer¿s blood glucose. Reportedly, the alarm was cleared and insulin delivery was resumed. Additionally, the pump supplies were in use for 4-5 days with novolog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.